Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system freezes when connecting an electromagnetic system. Once replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9660651. Product ID: 9731203. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the electromagnetic hardware is not connected. There was no patient present when this issue was identified. It was later noted that the computer freezes when the electromagnetic system is plugged into the navigation system.

Manufacturer narrative:
The electromagnetic interface box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned em field generator and the computer had no failure found when analyzed. Analysis states that the computer boots normally and when the generator was tested, no problem was found. Other relevant device(s) are: product ID: 9731203 , serial/lot #: (B)(4); product ID: 9734477, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.